Manufacturer narrative:
H2: additional information in a1, a2, a3, d9 and h3. Correction in b5, e1 (initial reporter) and h6 (health effect - impact code).

Event description:
It was reported that during a meniscus repair, the implants t1 and t2 of the fast-fix 360 were deployed simultaneously. T2 was removed. The procedure was completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was not received for evaluation. However, another device was received. A visual inspection of this device revealed a 72202468 box for lot 2092804 was received with three non-complaint devices in it. The three devices were added as concomitants and are not evaluated. As confirmed with the reporter, the complaint device, fast-fix 360, has been disposed of by the surgical team and couldn¿t be returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the implants t1 and t2 of the fast-fix 360 were deployed simultaneously. The procedure was completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.